Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that patient had a blood glucose (bg) of 64 mg/dl, and had a seizure, with severe dizziness and severe headache. Emergency medical services were called and the patient was treated with food and drink. Bg was 96 mg/dl 20 minutes before seizure, and reporter states patient was not used to a bg that low. During troubleshooting, customer support (cs) found the basal/temp basal settings and bolus settings were incorrectly programmed. The reporter stated that the patient had frequent very high bgs recently. The health care provider had just made adjustments to increase basal rate and I:c ratio. Cs attributed the bg excursion to use error. There is no allegation of pump malfunction and patient resumed pump use this complaint is being reported because the patient experienced hypoglycemia subsequent to programming the settings incorrectly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.